Manufacturer narrative:
(B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500 was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of reservoir volume empty". The reported issue was not duplicated during functional testing. The investigation indicated no malfunction was confirmed and one possible, but unconfirmed, problem source was the end user did not reset the reservoir volume which may have caused the alarm. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed, "reservoir volume empty", during pre-use check. It was reported the end user removed the batteries and the alarm sounded even though the batteries were not loaded. No adverse patient effects were reported. No additional information is available at this time.